Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced cannula issues with seven infusion sets. The cannulas were kinked. The event occurred betweem (B)(6) 2024 . Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was 18mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).